Manufacturer narrative:
The lens was returned in a plastic bag. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints for this lot. The file indicated the use of a qualified associated cartridge and handpiece. The file indicated the use of a viscoelastic that is not qualified for the combination used. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal company 18.5 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal lens (19.5 d). Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced a cloud over his vision and was unable to drive due to his vision. The lens was explanted in a secondary procedure.  Additional information was received stating no patient harm to patient.